Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was changing out the reservoir and started priming his insulin pump. Customer stated that when piston started moving the bottom part of the pump came off. Nothing further was reported.

Manufacturer narrative:
The insulin pump returned with detached end cap and cracked reservoir tube.